Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm reading was 96 mg/dl, and the meter bg reading was 46 mg/dl. Reportedly, the inaccurate cgm values resulted in the customer experiencing a low blood glucose levels of 46 mg/dl and 59 mg/dl. The customer consumed fast acting carbs to address the low bg. A root cause could not be determined. A replacement sensor was sent to the customer.